Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing shows that the number of affected channels has increased. Reportedly, despite this there has not been any change or decline in the user's hearing performance.

Event description:
In situ testing shows that the number of affected channels has increased. Reportedly, despite this there has not been any change or decline in the user's hearing performance.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The affected channels have been disabled and the hearing performance is reportedly not affected. No further information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows that the number of affected channels has increased. Reportedly, despite this there has not been any change or decline in the user's hearing performance.